Manufacturer narrative:
Follow up MDR needed to include updated event details. Additional information: the peritonitis occurred on an unspecified date in (B)(6)2017. Upon follow up it was reported the peritonitis was ¿probably caused by bacterial¿. The patient was treated with an unspecified ¿imported drug¿ for the peritonitis event. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On unreported dates the patient was hospitalized for the event and the patient began unknown treatment for the peritonitis (dose, frequency and route was not reported). It was reported that dianeal therapy was ongoing during the treatment. At the time of this report, the patient was not recovered from the peritonitis. No additional information is available.